Manufacturer narrative:
(B)(4). Prosthetic valve endocarditis, with or without vegetation, is a serious complication of cardiac valve replacement and valve repair surgeries. In early cases of prosthetic valve endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No information was provided to edwards that indicated there was a device malfunction or quality deficiency that contributed to the patient's death. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this aortic bioprosthetic heart valve was explanted after seventeen (17) days due to prosthetic valve endocarditis. Per the operative report, the patient was doing extremely well after the index procedure and was extubated on pod #1. However, a week following the operation, the patient showed signs of sepsis and blood cultures demonstrated enterobacter bacteremia. During the re-operative procedure, the aortic valve was observed to be nearing total dehiscence and "a mere gentle tug separated [the] prosthetic valve from the annulus." The vegetation was excised and the aortic valve was replaced with a 23mm pericardial valve. After tricuspid valve replacement with a 33mm pericardial valve, an attempt was made to wean the patient from bypass. This was unsuccessful, in spite of high dose pressors. ECMO was initiated and the patient was brought to the intensive care unit in critical condition. Additional information received indicates the patient expired due to multi-organ failure.